Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that they experienced a backcheck valve failure, event occurred on 4th floor med/surg unit. Nurse hung a secondary of mgso4, and immediately noted that the secondary fluid was flowing very rapidly and the fluid level was rising in the primary drip chamber. She took down the entire setup and put up all new primary and secondary sets and had no further issues. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt/event info is available.